Event description:
(B)(6) 2011. This (B)(6) female underwent a total left hip arthroplasty. A stryker rejuvenate modular hip device was implanted. June 28, 2012, stryker issued a voluntary recall of the a stryker rejuvenate modular stem and neck. A reactive issue and corrosive phenomenon had ben determined to affect some of the pts with the implant. The concern is for chromium and cobalt fretting out into the tissue of the affected pts causing severe tissue damage. (B)(6) 2013, the pt became symptomatic with her hip with pain and inflammation. She had needle aspiration and was positive for chromium and cobalt. (B)(6) 2013: patient underwent revision of the left hip and the stryker rejuvenate device explanted. Extensive debridement of the joint was done.